Event description:
It was reported that the end of the customer's insulin pump fell off. His blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked battery tube threads, broken reservoir tube lip, minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.